Manufacturer narrative:
(B)(4). Customer concern: when checked the appearance of the pump again, it was found the retainer was damaged. Insulin also leaked from the bottom of the reservoir to the contact area of the piston. And the smell of the chemical solution was coming from the reservoir loading part. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove and no physical or cosmetic anomalies appendix e. Using a new lab transfer guard and plunger; ran bolus and basal leak test procedure (appendix c) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; per (B)(4). Conclusion: reservoir passed per visual, bolus and basal test; no leakage, no physical or cosmetic anomalies were found during test. See attached file for more details.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Insulin also leaked from the bottom of the reservoir to the contact area of the piston. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.